Event description:
It was reported that as the doctor started the initial insertion of a first nail, it was noted that the inserter was cracked. While inserting a second nail, the t-handle of the inserter broke off entirely resulting in a delay in surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted (date not reported) due to a head injury that caused the magnet to dislodge along with not being able to connect to the internal device. More information has been requested, but was not available at the time this report was filed march 11, 2010.

Manufacturer narrative:
(B)(4)